Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had multiple error alarm. Customer stated that they were able to clear the alarm and also were able to rewound the insulin pump. Customer stated that during self test insulin pump had another error and the self test did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.